Event description:
After an unknown procedure, the clips would not hold after placing. Leakage of the clip during the night after the procedure. Reintervention in urgency during the night. Hospitalization was extended. Today the patient is in good health. One device returning.